Event description:
It was reported that patient experienced connection or adhesive issue event on (B)(6)2026 as infusion set tape not sticking by mistake.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.